Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer representative reported via email that the customer was hospitalized due to diabetic ketoacidosis about 1.5 years ago. Customer was also hospitalized due to a low blood glucose level about 2 years ago. Customer is doing well now and does not want a follow up.